Manufacturer narrative:
Batch review performed on 01 december 2021: lot 1902679: (B)(4) items manufactured and released on 31-jul-2019. Expiration date: 2024-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional devices involved. Batch reviews performed on 01 december 2021: gmk-sphere 02.12.0310fl tibial insert fixed sphere flex #3/10 mm l (k121416) lot 1900365: (B)(4) items manufactured and released on 03-may-2019. Expiration date: 2024-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 1900601: (B)(4) items manufactured and released on 03-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0023r femoral component sphere cemented # 3+ r (k140826) lot 1901887: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2026-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery 2 years and 1 month after primary due to suspected infection. All devices revised successfully and medacta semi constrained prothesis implanted. Finally the infection was not confirmed.